Manufacturer narrative:
The catheter involved in the event will not be retunred for evaluation. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported the catheter was used to inject 0.5ml of onyx with some onyx reflux was observed. Upon removal, the distal section of the catheter was entrapped in the onyx mass and the catheter remained in the patient. No patient injury reported. Same event as MDR# 2029214-2011-00145.